Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, an angiogram re vealed that due to calcification the valve was not fully expand. It was reported that the valve was 90% expanded. The valve was released and dislodged up above the annulus. A snare was used to pull the valve above the sinus in the ascending aorta. The valve was held with a snare while a second transcatheter bioprosthetic valve was advanced through the first valve. The snare was exchanged for a pigtail and the second valve was released in good position. The second valve held the first valve with the outflow part in the ascending aorta. After the procedure, images revealed that the during the moment of release on the first valve, one paddle was still attached to the paddle pocket and with the force of the left ventricle, the valve dislodged upon release. No adverse patient effects were reported.